Manufacturer narrative:
The post market surveillance department has requested medical records. The device was not returned to the manufacturer for analysis. A supplemental medwatch report will be submitted upon completion of the plant's investigation.

Event description:
During a follow-up call, the peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient was in the hospital from (B)(6) 2015 to (B)(6) 2015 due to exacerbation of congestive heart failure, with chief complaints of chest pain and shortness of breath. Per pdrn the patient had continued peritoneal dialysis therapy while hospitalized, thus no treatments were missed. The nurse indicated as of (B)(6) 2015, the patient's signs and symptoms related to congestive heart failure resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy without issue. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Medical records did not contain any hospital medical records from (B)(6)(B)(6) 2015 such as history and physical, progress notes, medication records, diagnoses, discharge summary and lab results for review. Medical records did not indicate pt was hospitalized for this event. Medical records revealed the pt was at the clinic on (B)(6) 2015 and diagnosed with chronic combined systolic/diastolic heart failure. Medical records revealed the pt was noncompliant with her dialysis. Pt was no longer following her prescription to use the cycler but instead was performing manual exchanges 4 times per week. Medical records also revealed pt was not taking her dialysis medications. Medical records also revealed the pt was not complaint with checking her blood sugars. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and pt's congestive heart failure.

Event description:
Medical records were provided by the pt's dialysis center. A peritoneal dialysis (pd) pt walked into the dialysis clinic on (B)(6) 2015 complaining of shortness of breath. The pt stated she had been at her son's house the previous two weeks and did not use the cycler. Pt was noted to be retaining fluid. The pt stated she had fibrin in her catheter but did not have abdominal pain. The pt also complained about choking while eating solid food over the past two days. There is no pain but she vomits during the meal. Pt could swallow bread but not meat. The peritoneal dialysis registered nurse (pdrn) stated the pt had been hospitalized from (B)(6) 2015 due to exacerbation of congestive heart failure with chief complaints of chest pains and shortness of breath. Per the pdrn, the pt had continued peritoneal dialysis therapy while hospitalized, thus no treatments were missed. Treatment data provided in the medical records from (B)(6) 2015 did not reveal any episodes of increased intraperitoneal volume (iipv).